Manufacturer narrative:
The device has not been returned to olympus medical system corp. For evaluation. For evaluation. The exact cause of the user's experience could not be conclusively determined at this time. However, it cannot be ruled out as a contributory factor to the reported event that the clip was aspirated up the channel and getting lodged inside the channel. The instruction manual warns; "avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur." If additional information becomes available at a later time, this report will be supplemented. Please cross reference 8010047-2014-00234.

Event description:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this initial report is required since it was not one patient who was involved in the event but two. Olympus was informed that while the colonoscope being cleaned after the procedure, non-olympus clip was flushed out of the colonoscope. The clip was not used in the procedure. It was also identified that the same colonoscope was used on other patient who had not clips inserted on (B)(6) 2014. No patient injury was reported. The user facility notified all patients involved, and blood test for infection was conducted in 2014. However, the test result have not yet been obtained to date.